Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound-guided liver biopsy procedure using the marquee instrument. During the procedure, it was reported that the needle was found to be bent. It was further reported that bleeding occurred during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and it was reviewed. In that photo, the operator shows a needle part of a biopsy device in which its sample notch was noted to be bent. Based on the provided photo, the reported needle bent can be confirmed. Therefore, the investigation is confirmed for the reported needle bent as the provided photo shows the needle bent. A definitive root cause for the reported bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound-guided liver biopsy procedure using the marquee instrument. During the procedure, it was reported that the needle was found to be bent. It was further reported that bleeding occurred during the procedure. The procedure was completed using another device. There was no reported patient injury.